Event description:
Account stated that the brakes are broken. Once the brakes are set, the casters would swivel when pushed from the side of the stretcher.

Manufacturer narrative:
Account found the brakes setting from the foot end only due to head end missing the brake pedal. The casters at the foot end and foot end brake pedal are worn and the head end is missing the brake pedal. Account replaced the brake caster and head foot brake pedals to resolve the issue.